Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a implantable cardiac monitor was under-sensing r waves due to poor sensing signal and triggering false pause recordings a month after implant. No further information was known about the event. There were no patient consequences.